Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the power pcb assembly which resolved the reported failure. Proper device operation was observed through functional and performance testing and the device was then returned to the customer for use. Physio further evaluated the removed power pcb assembly and determined that the cause of the reported failure was due to a shorted capacitor, designator c4.

Event description:
It was reported that the customer's device would no longer power on. This was observed during testing and there was no patient use associated.